Event description:
It was reported that, during a cori tka procedure, at the post-ops gap screen, surgeon took his foot off the footpedal but it kept ringing even with his foot off ((B)(4)). It did not look like one of the pedals was stuck in a depressed position. They tried to clear the screen and go back to the unstressed rom but the system would not let them while the pedal was ringing ((B)(4)). Eventually it stopped. They completed the case with cori, with a delay fewer than 30 minutes. They inspected the pedal afterward and the springs were intact. No patient injury or other complications were reported.

Manufacturer narrative:
H6: the real intelligence cori, pn: (B)(6), sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided and the screenshots were reviewed. The reported complaint was not confirmed, however it is possible that the unintentional points collected may have been on the screen, but not within view of the screenshots provided. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported event could not be confirmed, the most likely cause of the point collection occurring after the foot pedal is released is a known software bug that is under investigation by the software engineering team. No containment or correction is required at this time.